Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(6) bluetooth device, global transmitter final functional test. The data file was reviewed and the reported allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection.